Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. Loss of capture, high pacing threshold, and high impedance were noted. Lead fracture was found. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead measuring 27.1cm from the connector pin was returned. Analysis of the returned portion was normal. No anomaly found. Without the return of the entire lead a full analysis could not be performed.